Event description:
On 12/15/97, the chief tech stated, during a dialysis treatment, a loose header on a dialyzer was detected when blood was entering the dialyzer. Treatment was stopped and the blood was returned to the pt. No pt injury or blood loss was reported. Dialyzer was discarded.